Event description:
Event description guidant received information that this flextend lead was exhibiting high impedance measurements at implant. The patient was symptomatic four days later having intermittent capture and sensing, and high thresholds. The helix mechanism could not be retracted during the repositioning attempts and the patient experienced tamponade. The lead was explanted and an additional guidant lead was implanted with no further issues.